Event description:
While placing a palmaz genesis stent into the left renal artery, the balloon ruptured, causing the stent to not open completely. The user tried to remove the stent, but was unsuccessful at first. The artery could not be recannulated. When the stent was finally taken out, the artery thrombosed. The lesion treated was an ostial lesion in the left artery that was partially calcified. There was mild resistance to advancement of the balloon and stent through this stenosis. An indeflator was used to inflate the balloon. However, the balloon ruptured nearly immediatley, prior to achieving even two atmospheres. The indeflator was then used to achieve maximum obtainable pressure, and via rapid cranking on the handle, perhaps four atmospheres was achieved. The stent was mildly expanded, but nowhere near what was needed for full deployment. The balloon was successfully removed. Attempts were made at passing a new balloon into the stent. However, the pt's anatomy was extremely tortuous, and the wire kicked out of the left renal artery, leaving the stent in place at the ostium and left renal artery. Attempts were made at snaring the stent for removal. However, because of the pt's extremely difficult anatomy, this could not be performed. After multiple attempts, eventually a guidewire was able to be passed through the stent in the left renal artery. However, atempts at additional balloon tracking over this wire pushed the stent several millimeters more distally. At this point, the renal artery thrombosed. Prior to the attempts at passage of the balloon catheter, the left renal artery had remained patent. The pt did receive heparin during the procedure. An act was not drawn.